Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device replacement procedure, when the lead was inserted it appeared to touch something. An attempt was made to loosen the set screw however the physician felt that it did not properly engage. The set screw was able to be loosened but did not properly engage. The device was replaced and the lead was able to be inserted without issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged svc set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.